Manufacturer narrative:
This report is for an unknown plate. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a orthopedic coordinator. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the patient has a broken distal femur plate and nonunion. The patient was to have surgery on (B)(6) 2019 but refused. No plan of surgery at this time. Concomitant device reported: unknown screws (quantity unknown). This complaint involves one (1) unknown - plates: trauma. This is report 1 of 1 for (B)(4).